Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, eight years later, CT revealed the ivc filter was present near the level of the junction of the common iliac veins with several metallic prongs extending outside of the venous lumen. Approximately one year later, venogram revealed a patent flow above the level of the ivc filter with a chronic clot and occlusion of the ivc in the left iliac vein with collateral flow below the left common iliac vein clot extending just superior to the ivc filter which was further confirmed by ultrasound. Subsequently, three months later, CT revealed multiple legs of the ivc filter got perforated through the wall of the inferior vena cava, one of which extends behind the aorta. Therefore, the investigation is confirmed for perforation of the ivc, occlusion of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately eight years three months post filter deployment, it was alleged that the patient had a CT scan that showed blood clots. Furthermore, it was alleged that the filter perforated and migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the struts perforated, filter migrated to the junction of the common iliac veins with several metallic prongs extending outside of the venous lumen. It was also reported that the left common iliac vein clot was found to be extending just superior to the ivc filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced blood clots above filter; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately eight years three months post filter deployment, it was alleged that the patient had a CT scan that showed blood clots. Furthermore, it was alleged that the filter perforated and migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the struts perforated, filter migrated to the junction of the common iliac veins with several metallic prongs extending outside of the venous lumen. It was also reported that the left common iliac vein clot was found to be extending just superior to the ivc filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced blood clots above filter; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, eight years later, CT revealed the ivc filter was present near the level of the junction of the common iliac veins with several metallic prongs extending outside of the venous lumen. Approximately one year later, venogram revealed a patent flow above the level of the ivc filter with a chronic clot and occlusion of the ivc in the left iliac vein with collateral flow below the left common iliac vein clot extending just superior to the ivc filter which was further confirmed by ultrasound. Subsequently, three months later, CT revealed multiple legs of the ivc filter got perforated through the wall of the inferior vena cava, one of which extends behind the aorta. Therefore, the investigation is confirmed for perforation of the ivc, occlusion of the ivc filter and filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.